Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/19/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that the sensor was worn beyond seven days, and that a bg meter reading was not taken for comparison to confirm inaccuracy; instead, sensor was removed and a new one inserted. No additional event or patient information is available. Labeling indicates: sensors may be worn for up to 7 days (168 hours). Also: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value.